Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise problem. The ra lead was explanted and replaced. The patient remained in stable condition.